Event description:
It was reported that the device was returned for worn rubber. During physical inspection, it was found that there a nonfunctional air detector was observed. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a nonfunctional air detector. This indicated a reportable malfunction due to the a nonfunctional air detector, and the reported issue was duplicated. The air detector was replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.